Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland): suspected over infusion: suspected over infusion occurred. Patient experienced an increased heart rate. Note: pump and set being returned together for investigation - one case of overinfusion. MFR ref # 9610825-2014-00008.